Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Captures the reportable event of cut wire oriented in the wrong direction. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during stone crushing procedure. According to the complainant, after removing the mandrel of the device, the guidewire was inserted into the stonetome; however, resistance was felt. When they checked the tip of the device, it was found that the cut wire was oriented in the wrong direction. The procedure was completed with a second stonetome. There were no user injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Device codes: problem code 3009 captures the reportable event of cut wire oriented in the wrong direction. Visual examination of the returned device revealed that the working length was twisted at the distal section and the distal tip was found damaged (split tip). The guidewire was not returned for analysis but functional inspection was performed using a sample guidewire. It was loaded and advanced through the tome and resistance was felt due the working length twisted at the distal section. However, the guidewire could be advanced until exited by the distal tip of the tome. Additionally, the device was introduced inside the duodenoscope and the distal end orientation was found out of specification due to the condition of the distal end twisted. The complaint was consistent with the reported event of incorrect wire orientation which could have been affected by the condition of the distal section, which was twisted. It is most likely that during procedure the device could have been manipulated, since the failures found could have been generated by excessive manipulation of the device and the interactions with the other devices. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Therefore, a conclusion code of "cause traced to component failure" was assigned to this complaint since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used during stone crushing procedure. According to the complainant, after removing the mandrel of the device, the guidewire was inserted into the stonetome; however, resistance was felt. When they checked the tip of the device, it was found that the cut wire was oriented in the wrong direction. The procedure was completed with a second stonetome. There were no user injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.